Event description:
It was reported by service report that the foot end caster broke off of the bed. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.